Manufacturer narrative:
Concomitant medical products: addr06 ipg, implanted on (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise prior to explant. It was noted that the lead was fractured during explant. The lead was only partially explanted as a result. No patient complications have been reported as a result of this event.